Event description:
The customer reported that the system displayed a permanent interlock failure error message. This error message prevented the system from booting up and being usable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 1a f1 fuse on the ps2 power supply was replaced. The system was then found to be operating as intended.